Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a blood pressure reading of 80/60. The pt was diagnosed as having congestive heart failure and treated as such. Later manual blood pressure readings showed the pt's blood pressure as 120/80.